Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse ran all service methods and adjusted reagent probe 1 (r1). The cse ran quality controls (qc), resulting within range. A siemens headquarters support center (hsc) specialist reviewed the event data and found no issues associated with the reagent or the instrument. Hsc cannot rule out sample specific issues. The cause of the discordant, falsely low glu could not be determined. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low glucose (glu) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument using the same aliquot well, resulting higher. The sample was repeated on the same instrument from a different aliquot well, resulting higher and matching the first repeat result from the original aliquot well. The repeated result from the same aliquot well was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glu result.